Event description:
It was reported that (1) device was used during a resection procedure. It was reported by the affiliate that the h2tuv had no function (no details). Another device was used to complete the case. There was no consequence to the pt.